Event description:
The customer reported a falsely decreased total bilirubin result generated on the architect c8000 analyzer on a neonatal patient. Results provided: sid (B)(6) = 0.4 / 13.7 mg/dl (normal range: 0.2-1.1 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the architect c8000 sn# (B)(6) service history was not able to identify or confirm any additional likely causes. The analyzer was considered the likely cause for the falsely decreased result. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c8000 sn# (B)(6) analyzer.